Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The driveline power fault alarm was active throughout the controller log files. There were no other notable alarms related to the pump or driveline active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. This section also provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" (under ¿what not to do: driveline and cables¿) contains information regarding how to care for the driveline. Section 5 outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller showed driveline power fault. The log file confirmed a driveline fault on (B)(6) 2022.